Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73k1400503 was confirmed with sample. During visual inspection was observed: spring jaws component is damage (bent upturned), one stuck clips in jaws. Functional inspection: despite condition of the applier (spring jaws component is bent) applier was activated and stuck clip was released closed. Then applier was activated and one broken clip (hook) was released; two clips with this condition. Applier was again fired and one clip was released improperly (clip not opened) a total of 8 clips with same condition. During the manufacture of the device, the manufacturing facility performs a 100% functional testing, as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted, which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time for this complaint.

Event description:
Alleged event: the device jammed during use and would not deploy clips. Another applier was used to complete the procedure. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for product auto endo5 ml, lot number 73k1400503 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device jammed during use and would not deploy clips. Another applier was used to complete the procedure. The patient's condition was reported as fine.